Event description:
It was reported that the tips broke off of two screwdrivers during screw insertion. The broken tips were retrieved. As reported, the screws were driven in at an angle, catching on the plate and increasing the resistance on the drivers when advancing the screws. Another driver was sterilized and used to complete the case. This resulted in a delay in surgery. As a result, a report is being filed to document this event. See mfg medwatch report # 1526439-2012-00074 for second driver involved in this event.

Manufacturer narrative:
The drivers were returned along with the broken tips. Visual examination found the remaining flutes on the distal tip are twisted. Flutes are twisted in a manner that indicates atypical force was applied to the driver. Review of the lot history records found a lot quantity of (B)(4) was released to stock in (B)(4) 2011 with no discrepancies. The root cause cannot be positively determined. However, the twisting of the flutes and subsequent tip breakage is indicative of the application of atypical force during screw tightening.